Manufacturer narrative:
(B)(4): follow up emdr submission. Photos were provided for sample analysis. Failure mode could be confirmed as the photo shows the drainage line disconnected. Device history record review could not be performed since a lot number was not provided for evaluation. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure.

Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
(B)(4) - disconnected customer states via email we had another pleurx catheter come apart behind the locking connector piece. Report states no patient impact. Additional information received (B)(6) 2015: the patient(s) reported are young children age range from (B)(6). There was not any unusual activity level outside of what would be expected and appropriate for this age group. There was no procedure being performed. The pleurx catheter was connected to an atrium. The break is at the same junction as previous complaints.